Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the presence of the event code in the memory; however, there were no discrepancies related to defibrillation observed. Physio cleared the event code from the device's memory and successfully completed a performance inspection procedure (pip). After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.